Event description:
At the close of the robotic case, the mega suturecut needle driver 8mm internal cable snapped. The surgeon and registered nurse first assistant (rfna) observed the incident on monitors and paused to do a visual sweep of the abdominal cavity. Prior to and following removal of instrument from port.